Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks from the right ventricular (rv) lead due to noise. The lead also exhibited short ventricular intervals. High and undefined impedance were also observed on the pacing and right ventricular defibrillation portions of the lead. High and undefined impedance were also noted on the subcutaneous defibrillation coil located in the superior vena cava (svc). Defibrillation therapies were turned off and the leads remain in use. No further patient complications have been reported as a result of this event.